Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level and vomiting on (B)(6) 2019. Customer¿s blood glucose level was 460 mg/dl and 200 mg/dl, at the time of hospitalization. Customer was treated as per urgent care in the hospital with manual injection and intravenous insulin. Customer alleged that the insulin pump was under delivering. Customer experienced nausea, vomiting and difficulty in breathing like symptoms. The insulin pump and reservoir will not be returned for analysis.